Event description:
A pt underwent a c-section procedure and received a burn on the right upper thigh that measured 1/2" long and 1/2" deep. Staples were required as treatment. The legs were placed in stirrups and prepping was in the usual manner. The pt's legs may have come in contact with a metal rail on the table, or may have been in close proximity. The generator settings were 100 watts in cut and 40 watts in coag.